Event description:
It was reported during surgery, the rbl2320 low-profile primary guide broke. The compression arm broke off just proximal to the hook. No further information is available.

Manufacturer narrative:
The investigation is currently pending. A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The part number rbl2320 "primary guide assy, low-profile" was returned for evaluation. Both the main body of the device and a fractured slider hook were returned. The returned device was examined with magnified photography. Observed phenomena included: the body of the device exhibited brown discoloration (i.e. Corrosion) near the edges/welds and in the threading. There was light to moderate wear (e.g. Scratches, nicks, deformation) present on the top flat surfaces of the main body and in the drive feature for the contour screw. The device slider subcomponent had broken at the first thread nearest the hook, separating the slider hook from the main slider body. Fracture surfaces on both the main slider body and broken hook were two-part fracture planes with an edge between the planes cutting across the thread where the fracture occurred; all fracture surfaces were largely flat with spotted brown discoloration (i.e. Corrosion) and light texturing as well as no signs of necking near the edges. Characteristics of both fracture planes suggest a brittle failure mode which may occur in situations involving tensile overload. The device slider experiences tensile loading during surgical technique steps involving compression of the guide/plate construct onto the rib; this slider is moved via a contour screw that is intended to be torqued using a power unit driver in compress mode. Compress mode is torque-limited to 30 n-cm to avoid overloading the guide/plate construct and to prevent overcompression as recommended per the surgical technique. Breakage of the lppg slider may occur if the surgical technique is not followed (i.e. If modes other than the power unit compress mode are used on the contour screw, or if hand tools are used), and warnings against hand-tightening, overcompression, and compressing the u-clip in a mode other than compress mode are stated in the surgical technique. Based on the information received and the investigation performed, the root cause of the reported event could not be determined.